Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 16, 2018 that a flexiva (tm) ID tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the laser fiber was already broken upon opening the package. There were no known serious injury nor adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.